Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene mesh hernia system, involved caused and/or contributed to the adverse events described in the article, specifically: recurrence, fever, wound pain requiring bed rest, subcutaneous hematoma, scrotal swelling, urticaria, hematuria, wound infection, discomfort, bulge, prickling sensation, dysuria, sensory paralysis, incisional drainage of absess, subcutaneous emphysema? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene mesh hernia system?

Event description:
It was reported in a journal article that the patient underwent an open inguinal hernia repair procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced early post-op complications included development of a fever, wound pain requiring bed rest, subcutaneous hematoma, scrotal swelling, urticaria, hematuria, and/or subcutaneous emphysema. Following the procedure, the patient experienced possibly long-term outcomes included recurrence, wound infection, mild pain, moderate pain, discomfort, bulge, prickling sensation, dysuria, and/or sensory paralysis. It was possible that the patient underwent incisional drainage of an abscess, and possibly the mesh was removed. Additional information has been requested.